Manufacturer narrative:
Evaluation: results: the complaint was confirmed. Both leads a and b had broken / kinked wires. Compression marks were observed on lead a and on lead b approximately 23cm and 24cm from the stimulation end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04564, 04565. The pt received two leads with different lot numbers, and two anchors with the same lot number. It was reported the pt had invalid contacts at the first reprogramming appointment. At the next appointment, all of the contacts were invalid, and it was reported the pt's leads were kinked. The physician replaced the pt's leads. It was reported one of the anchors appeared broken during the replacement procedure.